Event description:
The following information was reported to kci by the nurse: on (B)(6) 2011, the dressing was changed. It was found that the granulation tissue had grown into the foam making the removal of the foam difficult. A wet dressing was applied overnight to assist with the adhering foam at the base of the wound. On (B)(6) 2011, another attempt to remove the foam was unsuccessful. The physician was notified and the pt was admitted to the hospital for foam removal. On (B)(6) 2011, the foam was surgically removed under general anesthesia.

Manufacturer narrative:
Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioasorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48 hours to 72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For the wounds, dressings may need to be changed more than 48-72 hours; the dressing change intervals should be on a continuing evaluation of wound condition and the pt's clinical presentation, rather than a fixed schedule.